Manufacturer narrative:
According to the report, they could place the stent. But the 2 flares stayed closed. As a result of analysis of returned device, the delivery system was returned but, stent was not. Because it was discarded by hospital. It is observed that the delivery system was kinked in two part and the outer sheath was detached. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is not possible to analyze the exact cause since stent was not returned and there were no photographs or patient disease information at the time of the procedure. However, considering that the inner sheath was kinked and the outer sheath was detached, it seems that it was successfully deployed but affected by the patient's lesion condition. Stent was influenced by the pressure of the patient's lesion and appears to have not been extended, although it was touched by biopsy forceps. In addition, our product, the niti-s stent was made of shape memory alloy. So, some time is needed to expand completely, and this is stated on our user manual. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
They could place the stent. But the 2 flares stayed closed. They have touched the stent with a biopsyforceps to open the stent. But it was not possible. So they have removed the stent out of the patient. They have placed another stent without any problems.